Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. No cosmetic damage noted. Insulin pump had moisture damage on electronic assembly and on motor assembly during visual inspection. Insulin pump was unable to perform functional test due to motor error alarms.

Event description:
Customer reported issues with the insulin pump. Customer states that she was hospitalized and the insulin pump was leaking past both the o rings. Nothing further reported.